Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultrasmart meter has a broken arrow up button. This medical affairs specialist contacted the patient to obtain/clarify more information. The patient indicated that the reported issue began around 11 days prior. The patient was able to test with her meter until 7 days later. In the morning, after the reported lfs meter became inoperable, the patient obtained blood glucose reading of "230 mg/dl" with a backup meter and took her insulin accordingly. At 2pm before lunch, she tested with the backup meter at "240 mg/dl." The patient took her insulin per the sliding scale at the time of concern. Between 2pm and 7pm, the patient misplaced her backup meter and could not test her blood glucose from that point on. At 7pm, the patient did not take her sliding scale insulin because she could not obtain a blood glucose reading. The patient reportedly ate spaghetti and garlic bread for dinner. At 9pm, the patient started to develop symptoms described as "sweaty, dizzy, and nauseated." All symptoms that were indicative of hyperglycemia according to the patient. The patient stated that it is not unusual for her to develop hyperglycemia within 2 hours when she eats food high in sugar/carbohydrate. The patient arrived at the hospital shortly after and was tested with a hospital meter at "411 mg/dl." She was treated with 20 units of regular insulin and given IV fluid. The patient was released at 1 am the next day. The patient's diabetes medication regimen and testing frequent was not changed. The patient felt that her alleged hyperglycemia could have been prevented if she was able to obtain a blood glucose reading to dose her sliding scale insulin regimen before dinnertime. During troubleshooting, the customer care advocate verified that reported issue was intermittent and could not be resolved with training. This complaint is being reported because the patient claimed she was treated at the hospital for hyperglycemia after she was not able to obtain a blood glucose reading to dose her sliding scale insulin. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.